Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that insertion of the catheter was difficult. Used for urine drainage before an intervention. The balloon deflated by itself and there was 0 cc in the balloon instead of 10cc. Another catheter was inserted. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Based on the complaint description, it is likely that the balloon was found to be leak. Leak balloon may occur due to several reasons such as in contact with sharp or pointed objects or exposure to encrustation or over inflation which causes leak to the balloon. This will cause balloon not able to stay inflated. However, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined, a simulation a simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Balloons are still inflated to its normal condition and shape. Leak balloon could happen due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, complaint is not confirmed.

Event description:
It was reported that insertion of the catheter was difficult. Used for urine drainage before an intervention. The balloon deflated by itself and there was 0 cc in the balloon instead of 10cc. Another catheter was inserted. There was no reported patient injury.